Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's father stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 390 mg/dl. The customer's father stated that the insulin pump alarmed no delivery several times prior to the event. Nothing further was reported.